Event description:
It was reported that "after placement in the left femoral artery, which was performed without difficulty, and after a patched section and a test to evaluate proper functioning, it was observed that the distal portion of the catheter was clearly severed at the proximal end, and the remaining catheter remained inside the artery. The vascular surgeon was contacted, and in the emergency operating room, the portion of the catheter remaining in the femoral artery was surgically removed." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a catheter with clear signs of use in form of biological material. The catheter was separated adjacent to the juncture hub. Evidence of a kink/bend in the catheter body can be observed adjacent to the point of separation; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for investigation. Four potential lots were provided; however, only two of the lots exist with finished good sac-00822-pbx. A device history record review was performed on two potential lots, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "storage conditions for these devices require that they are kept dry and out of direct sunlight." The current approved product labeling for finished good sac-00822-pbx was reviewed and label part number includes the iso 15223-1 symbol indicating "keep away from sunlight." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows a catheter with clear signs of use in form of biological material. The catheter was separated adjacent to the juncture hub. Evidence of a kink/bend in the catheter body was observed near the point of separation. The customer also returned one arterial catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed the catheter body was separated adjacent to the juncture hub. The remainder of the separated catheter body was not returned. Microscopic analysis revealed that the point of separation appeared to be smooth and uniform, and stress markings were observed around the separation point. No signs of discoloration were observed on the portion of the catheter body that remained attached to the hub. Visual inspection of the separated portion of the catheter could not be performed as it was not returned. A perpendicular force was applied to the portion of the extrusion attached to the juncture hub, and while the extrusion became deformed and stress markings exacerbated, the extrusion did not separate into smaller pieces. Additional information from the customer stated that that catheter was successfully inserted into the patient and secured with tegaderm. It was during functional testing that the catheter was revealed to be separated. Based on customer information, the device was functional during the insertion process. However , despite the report that the catheter was secured using tegaderm, it is unknown whether sharp instruments were used during the insertion process. Four potential lot numbers were provided; however, only two of the lots exist with finished good sac-00822-pbx. A device history record review was performed on the two potential lots, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "storage conditions for these devices require that they are kept dry and out of direct sunlight. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The current approved product labeling for finished good sac-00822-pbx was reviewed and includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed the catheter body was separated adjacent to the juncture hub; however, the separated portion of the catheter body was not returned. In the customer provided photo, there was a kink towards the proximal end of the catheter body. Microscopic analysis revealed that the point of separation was observed to be smooth and uniform, and stress markings were observed around the separation point. Additional information from the customer stated that catheter was successfully inserted into the patient and secured with tegaderm. It was during functional testing that the catheter was revealed to be separated. Based on customer information, the device was functional during the insertion process. However, despite the report that the catheter was secured using tegaderm, it is unknown whether sharp instruments were used during the insertion process. Therefore, the root cause cannot be determined. A device history record review was performed on two potential lots, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances and without the catheter body returned, the root cause is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after placement in the left femoral artery, which was performed without difficulty, and after a patched section and a test to evaluate proper functioning, it was observed that the distal portion of the catheter was clearly severed at the proximal end, and the remaining catheter remained inside the artery. The vascular surgeon was contacted, and in the emergency operating room, the portion of the catheter remaining in the femoral artery was surgically removed." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "after placement in the left femoral artery, which was performed without difficulty, and after a patched section and a test to evaluate proper functioning, it was observed that the distal portion of the catheter was clearly severed at the proximal end, and the remaining catheter remained inside the artery. The vascular surgeon was contacted, and in the emergency operating room, the portion of the catheter remaining in the femoral artery was surgically removed." The patient's current condition is reported as "fine".